Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the plunger rail did not move. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Event lot revealed nothing relevant to this repair. Visual and functional testing was performed. Confirmed complaint of ¿plunger rail does not move¿ during general inspection. Internal investigation showed the plunger cable was jammed in the clutch resulting in damage to cable. Additional findings included worn drivetrain parts. Parts replaced included the leadscrew, clutch left, clutch right, clutch cam, worm gear, worm coupling, and plunger cable. Functional testing was completed to confirm the issue was fixed. A misaligned/jammed plunger cable was determined to be the cause of the reported issue.